Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing with high rate non-sustained (hr-ns) episodes. The lead was found to have t-wave oversensing (twos). The lead was reprogrammed and remains in use. It was further reported that the left ventricular (lv) lead had increasing high thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.